Event description:
The affiliate stated the customer reported system error alarms for white blood cell (wbc) interference and rejects and r flagging on wbc results involving the coulter lh 750 hematology analyzer. The customer indicated no erroneous patient results were generated. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) observed accumulation of the white precipitate behind the white blood cell (wbc) aperture. The fse replaced the wbc bath aperture and resolved the reported issues. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wbc aperture. A definitive root cause is unknown. (B)(4).